Event description:
The consumer stated that she could not locate the string for removal of her tampon and she is unable to remove it. She stated that she inserted a tampon and tried to remove it after a 2-3 hour nap. She has tried for several days to remove and has not been successful. She attempted to remove it using tweezers and by soaking in a bathtub, but was unable to do so. She indicated that she feels pressure and cramping due to the tampon. She visited her doctor on (B)(6) 2014, but they did not see anything. She indicated that she felt the tampon was still inside of her. She stated that she was prescribed a broad spectrum antibiotic. She later was given an intra-vaginal sonogram and prescribed two other medicines. She was unable to get those prescriptions filled. She indicated that she is still not feeling well and feels feverish. She is also experiencing cramping and slight pain. She is still awaiting the results of her sonogram.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.